Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device service required prompt. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 450p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 450p passed ¿out qat from heartsine technologies on the 25th june 2019. Information from the history log showed the device had failed the rtc tick test during every self-test prior to receipt at heartsine. The user would have been alerted with ¿warning, device service required¿ prompts as per the reported fault. Upon receipt, the pad clock was out of synchronization by over two months and the vl flag had been triggered. These symptoms would indicate an interruption of the rtc had occurred. Throughout the investigation, the device passed all self-tests and the pad clock incremented without fault. No measurable fault was found anywhere on the rtc circuitry, including rtc u20, bt1 coin cell, y1 crystal oscillator or its loading capacitors. The integrity of the rtc circuitry was verified by temperature cycling the device between 0-50°c for 48 hours. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. It is therefore possible that a fault had been present on the device which had interrupted the rtc but had cleared by the time of investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 450p.

Event description:
Device service required prompt. There was no patient involved in this event.